Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 46 mg/dl which was addressed with food. The cause of bg was unknown. During troubleshooting with tandem¿s technical support, the malfunction alarm was cleared.